Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Don't feel good in mouth [oral discomfort]; brush heads break off [device breakage]. Case description: a female consumer of unspecified age reported spontaneously via phone on (B)(6) 2018 that the oral-b power oral care refills precision clean broke off and didn't feel good in her mouth. This was not the first time she had used this particular version of brush head. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
28-mar-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 27-mar-2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Don't feel good in mouth [oral discomfort]. Brush heads break off [device breakage]. Product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported spontaneously via phone on 27-feb-2018 that the oral-b power oral care refills precision clean broke off and didn't feel good in her mouth. This was not the first time she had used this particular version of brush head. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.